Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the temperature sensing foley catheter was difficult to deflate on the day of placement and also stated 5 ml of water was injected to the balloon but only 3 ml could be removed. Eventually, the remained water was able to be removed but allegedly with difficulty. Per follow up via ibc on 28aug2020, the remained water was not removed. The catheter was pulled out of patient with the balloon inflated a little. There was no patient impact.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Sample was evaluated and inflation eye met internal specification. Subsequent investigation show strong correlation of low rubberize layer in combination with high x-sectional ratio as primary contributor to collapsed lumen failure during usage by user.potential root cause for this failure mode could be rubberize thickness variation and low latex viscosity. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use] 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 6) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 7) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. 8) when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]"

Event description:
It was reported that the balloon of the temperature sensing foley catheter was difficult to deflate on the day of placement and also stated 5 ml of water was injected to the balloon but only 3 ml could be removed. Eventually, the remained water was able to be removed but allegedly with difficulty. Per follow up via ibc on (B)(6) 2020, the remained water was not removed. The catheter was pulled out of patient with the balloon inflated a little. There was no patient impact.